Event description:
It was reported that during an unspecified surgical procedure, the motor device "died". There were no delays to the planned surgical procedure as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device which found that the motor doesn't rotate. Therefore the reported condition was duplicated and confirmed. The assignable root cause was determined to be improper handling and use. If additional information should become available, a supplemental medwatch report will be sent accordingly.